Event description:
It was reported that during a ventricular lead revision procedure, the right atrial lead exhibited an insulation abrasion. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the lead was returned in three pieces. Final analysis found insulation abrasion at 0.3 cm to 0.4 cm from the proximal end cut. The abrasion was consistent with constant friction to the device can.